Event description:
It was reported that during a da vinci surgical procedure, the surgical staff experienced a loss of vision on the right eye of the high resolution stereo viewer (hrsv) located on the surgeon side console. The site noticed that the connectors to the camera head appeared to be broken. The patient was under anesthesia when the surgeon decided to abort the planned surgical procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the reported vision issue experienced by the customer was related to the camera head. The system was repaired by replacing the affected camera head. The camera head was returned to isi for evaluation. Engineering evaluation revealed that internal connectors were found to be loose or damaged. The unit was repaired by replacing the connectors. As of october 20, 2010, there have been no reported recurrences of the issue at this hospital.